Event description:
A (B)(6) male, pt, called zoll customer support to report that his electrode belt cable was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged electrode belt cable) has been confirmed. Upon investigation, the trunk cable connector was completely severed. The root cause for the severed trunk cable connector was physical abuse. No adverse event resulted from the severed connector. The pt received a replacement electrode belt.